Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) turned itself off. The epg passed all incoming functional tests. Analysis indicated that the battery release and battery drawer were contaminated and the ring bail was bent. The epg was repaired and returned to service.

Event description:
It was reported that the external pulse generator's (epg) battery was replaced but after an hour it turned off. The epg was returned for repair. No patient complications have been reported as a result of this event.